Event description:
The customer reported that the system would not procedure an x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep instructed the customer over-the-phone to turn the key switch on. The system is operating as intended.